Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-56053.

Event description:
Customer reported experiencing high blood glucose of 500 mg/dl, treated with injections. Customer's was going to change the reservoir and noticed the insulin was pooling in the reservoir compartment. The customer's mother stated the top of the reservoir was extremely wet and it seems that is where the leak occurred. Leak was located reservoir compartment and insulin inside the case. No cracks noted in the reservoir. The snap cap was loose and o-rings are even. No further information reported.